Event description:
Initial result for a pt glucose was 49 mg/dl. When repeated, the result was 198 mg/dl. The incorrect result was not used to guide therapy. The field service rep found the probe was defective and repaired the instrument by replacing the probe.